Event description:
The initial reporter states that the pump upstream occlusion alarm did not alarm as expected. They stated that it failed to alarm. The initial reporter also stated that this occurred during testing and that no patient had been involved. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for evaluation, the pcb board was damaged and the pump would not turn on. The pump was then tested with a known working pcb board, and the strain beams were found to be out of calibration. While the issue could not be replicated by mmdg, the strain beam may have contributed to an alarm failure. The pump was serviced to correct the issue.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg, the complaint could not be investigated or confirmed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump upstream occlusion alarm did not alarm as expected. They stated that it failed to alarm. The initial reporter also stated that this occurred during testing and that no patient had been involved. (B)(4).